Manufacturer narrative:
The device was not returned for evaluation; it was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. The 510k number is unknown as no product model number information was given.

Event description:
As per article, this swan ganz catheter was knotted in the superior vena cava. The clinician used a snare, inserted trans-femorally, to encircle the swan ganz proximal edge. The catheter was cut and pulled down with the snare inside a 14 fr vascular sheath and was withdrawn through the sheath's hub. The swan ganz catheter is not available for evaluation. There were no patient complications reported.

Manufacturer narrative:
As per article´s author, there was no allegation of bleeding, complications nor patient injury. This swan ganz catheter was placed around two years ago. The customer explained that this kind of situation can appear during manipulation of the catheter and it is treated as a normal situation.